Manufacturer narrative:
Per the service repair technician (srt), the flowmeter was replaced as part of the reconditioning process. The unit operated to the manufacturer's specifications. Per supplier evaluation, the unit was received with all readings in tolerance and all registers reading appropriate values. All found data collected and all points within tolerance. Analog output was working correctly as is analog tare functionality. Device was in working order. Wire bond pull test was performed and no loose wire bonds were found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that after calibration, with the epgs set to no flow, the ccm still displayed 0.21 liters per minute (l/min) and the flow knob kept trying to rotate even though it was set to zero flow. He found the internal flow meter to be defective with an output voltage of 0.13 volts instead of the expected 0.00 volts. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. This complaint is related to (B)(4) / medwatch #1828100-2019-00070. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during routine testing of the device at the service center, there was air flow displayed on the central control monitor (ccm) when the flow on the electronic patient gas system (epgs) was set to zero. There was no patient involvement.